Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the pump was reportedly "cracked". No additional information was provided. The customer declined contact from tandem technical support, therefore no additional information could be obtained.